Event description:
A discordant, falsely elevated cardiac troponin I (tni ul) result was obtained on one patient sample on an advia centaur cp instrument. The discordant tni ul result was reported to the physician(s), who sent the patient to the catheterization lab. The sample was repeated two times on the same system, which resulted lower. The customer also repeated the same sample two times on an alternate system, which resulted lower. The laboratory sent the corrected result to the physician(s), who cancelled the catheterization lab procedure. It is unknown as to which repeat result was reported to the physician(s) as the corrected result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated, tni ul result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and replaced the aspirate probe assembly, aspirate washer tubing assembly and the wash station bubble detector sensor. The cause of the discordant tni ul result is unknown. The customer successfully ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.